Manufacturer narrative:
Investigation: according to therapeutic apheresis: a physicians' handbook 2nd edition, the rate of adverse events during therapeutic apheresis is 4% to 5%. The frequency for plasma exchange (with no plasma) is 3.4%. Most complications are minor and well tolerated. The handbook also states that mild allergic reactions can be treated with the administration of diphenhydramine (benadryl) through an IV push. The spectra optia apheresis essentials guide also states "the spectra optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure."per the nurse, the reaction was due to an allergy to the albumin 5%. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported a patient had an allergic reaction to the albumin replacement fluid, 40 minutes into a therapeutic plasma exchange (tpe) procedure. The medical director prescribed 100 mg of benadryl via IV and instructed that the operator should continue with the tpe procedure later that day. The patient is in stable condition and did not require follow-up. The customer declined to provide the patient's identifier and age. The disposable set is not available for return and analysis.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the cause of the allergic reaction reported is allergy to the albumin used in the procedure.

Manufacturer narrative:
Additional investigation: preventative maintenance was performed on the machine at the customer site by a terumo bct technician. No issues were found during the pm. Root cause for the patient reaction remains as an allergic reaction based on all of the investigative data.